Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (500-600 mg/dl). A bolus was delivered; however, the bg was not lowered. Insulin injections were used to lower the bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. Tandem technical support advised the customer to discuss the event with a healthcare provider.